Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(4) 2015. The actual sample was visually inspected upon receipt and no anomalies were noted. A review of the device history record revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormal sounds were detected to come from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; therefore, the complaint was confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the pump head was making a squealing sound. The unit had been running for half an hour during prime before the noise started. The patient was not in the room at this time. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully.